Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e1: initial reporter is j&j company representative h3, h4, h6 investigation summary service and repair evaluation: the customer reported that on an unknown date the item reverse button was not working & other two are slow when battery was attached. The repair technician reported that the device run intermittent in forward, doesn't run in reverse and low in fast forward conditions, damaged contact pins, broken membrane vent, crack contact plate, discolored wire, debris on barriers, rust on drive shaft, rust on bearing space, rust on motor . The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection on 12 sep 2024 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history part # 05.000.008. Synthes lot # 005800. Supplier lot # 7153982. Release to warehouse date: 29 may 2014. Manufactured by- triangle manufacturing. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the item reverse button was not working & other two are slow when battery was attached. It was unknown when the issue was observed. It was unknown if there is patient involvement. It was unknown if reports of injuries, medical intervention or prolonged hospitalization occurred. This report is for handle battery powered driver for (B)(4).